Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high total beta hcg result above the normal reference range generated on unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing on an alternate instrument produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer centrifuges samples for 7 minutes at 3500 rpm. Qc was within the customer's established ranges prior to and after the event. Service was dispatched on (B)(4) 2010. The field service engineer (fse) performed a system check and carryover tests. The results were within the instrument specifications. No hardware issue was noted. The fse inspected the sample in question and noted that it did not look as though properly centrifuged. No clear root cause for the event has been determined to date.